Event description:
It was reported that the tibial tray lifted off after cementing and implantation and hardening. It happened a second consecutive time with a different type of cement. Ended up using revision tibial component with stem and sleeve. The doctor mentioned possible lack of posterior slope on tibial cut could theoretically have caused the tray to not adhere when in deep flexion during insertion of trial insert, or not enough application of cement, or the use of fast set cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted devices did not find any evidence of product failure. The device was inspected and found to meet specifications. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not confirm the reported event or draw any conclusions about the reported concern. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted devices did not find any evidence of product failure. The device was inspected and found to meet specifications. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not confirm the reported event or draw any concsluions about the reported concern. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.